Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI) (B)(4). Phone number was provided as "(B)(6)".

Event description:
The customer stated that they received erroneous results for one patient sample tested for intact human chorionic gonadotropin + the beta-subunit (hcgb). An erroneous result for this sample was reported outside of the laboratory to the patient. The sample initially resulted as 7.54 miu/ml when tested from the primary tube. The same sample was repeated, resulting as 30.04 miu/ml. The reagent was then calibrated and the same sample was repeated four additional times, resulting as 46.85 miu/ml, 46.95 miu/ml, 46.95 miu/ml, and 47.39 miu/ml. The repeat results generated after the reagent calibration were deemed to be correct. The patient was not adversely affected. The hcgb reagent lot number was 190280. The reagent expiration date was march 2017. The field service representative performed maintenance on the analyzer. He performed a system volume check, cleaned parts including the sample probe, and performed a general cleaning of the analyzer. He also checked the analyzer mixer. The analyzer was found to be in good shape. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A possible root cause may be related to temporary reagent or instrument issues. It was determined that no control was measured on (B)(6) 2016 prior to sample measurement. The customer only measures controls sporadically and a variation in controls could be seen within a relatively short time. A pre-analytic sample handling issue could not be excluded as a possible root cause.